Event description:
The customer reported false elevated architect stat troponin-I generated from an architect i1000sr and provided the following data for 1 patient: on (B)(6) 2024, a 34 year old female patient presented with hypertension and epistaxis with a past medical history for unspecified tachycardia. At 2056 troponin generated a result of 9.56. The lab called back after 2058 that the repeat troponin was now low (0.05). Additional repeat tests generated the same result of 0.05, which were completed at 2116 and 2117. The patient was was transferred from emergency department and admitted to the 8th floor for observation due to the hypertensive diagnosis. The customer loaded a new lot of the reagent and did patient correlations, and all results reportedly matched. There was no reported patient injury and no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false elevated architect stat troponin-I generated from an architect i1000sr and provided the following data for 1 patient: on (B)(6) 2024, a 34 year old female patient presented with hypertension and epistaxis with a past medical history for unspecified tachycardia. At 2056 troponin generated a result of 9.56. The lab called back after 2058 that the repeat troponin was now low (0.05). Additional repeat tests generated the same result of 0.05, which were completed at 2116 and 2117. The patient was was transferred from emergency department and admitted to the 8th floor for observation due to the hypertensive diagnosis. The customer loaded a new lot of the reagent and did patient correlations, and all results reportedly matched. There was no reported patient injury and no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. An increase in complaints has been observed for lot 86984un24, however, patient median values obtained using data gathered from customers worldwide with the complaint lot 86984un24 is within established limits and thus comparable to the historical lot performance, confirming no systemic issue for the lot. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 86984un24 was identified.